Manufacturer narrative:
The investigation conducted by field service engineering determined that system error message invalid cannula detected experienced by the site was due to a faulty cannula mount on the patient side manipulator (psm) arm 1. The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. The psm cannula mount accessory is attached to the psm and is designed to hold the cannula securely in place. The system was repaired by replacing the affected cannula mount. On (B)(4) 2013, isi contacted the initial reporter of this event. The initial reporter indicated that the patient underwent the rescheduled surgical procedure on (B)(6) 2013. The initial reporter indicated that to the best of her knowledge the rescheduled procedure went well and the patient is doing well. The initial reporter indicated that to the best of her knowledge, the patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the reported event.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the site experienced system error message, invalid cannula detection while installing an instrument onto a patient side manipulator (psm) arm. The site contacted isi for technical support engineering (tse) assistance. The surgeon confirmed with the tse that the clamps on the cannula mount were closed and were not opening after installation of the instrument. The tse instructed the site to push the cannula towards the psm with the cannula mount clamps closed while installing the instrument; however, the issue recurred. With the assistance of the tse, the site performed additional trouble-shooting techniques; however, the issue persisted. The patient was under anesthesia and the port incisions had been created when the surgeon made the decision to abort the planned surgical procedure and reschedule to a later date.